Event description:
It was reported that the patient presented to the emergency department with chest pain and shortness of breath. The patient was found to have an effusion and suspected atrial lead perforation. The patient's symptoms occurred three days after implant of the right atrial lead. Prior to the lead revision the patient reported pain with atrial pacing. The lead was repositioned and a peri-cardiocentesis were performed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.